Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have damaged lens, missing tamper seal, and a loose dso seal. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no issues were identified during this DHR review. Device underwent functional testing on the sensor. The dso was found to be non reactive. The supplier was found to have provided a defective sensor. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy plus infusion pump has a bad cassette sensor. No patient adverse effects reported.